Event description:
It was reported by the rep the device was used during a video assisted thoracic surgery. It was reported that after the fifth firing, the cartridge fell into the pt. It was then retrieved, a second device was opened and the case was finished. There was no consequence to the pt. The rep states the instrument was cleaned by the hosp.

Manufacturer narrative:
Endopath ets flex-based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.